Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged air detector, damaged battery compartment, scratched lens, damaged dso seal. Visual and functional testing duplicated the complaint. The root cause was a damaged air detector. Replaced air detector, battery compartment, lens, and dso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the "cassette detector out of service". There was unknown patient involvement.